Manufacturer narrative:
The device was not retained for investigation. A device history record (DHR) review for the cartridge was conducted and revealed the product was released having met all design and acceptance requirements, and all manufacturing specifications prior to release. There is no information to indicate that a malfunction occurred. The nxstage user guide warns the user to secure caps and close clamps after priming and after each use to prevent blood loss. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
A report was received from a (B)(6) male patient who reported that he sustained a blood loss approximately 1.2 hours into a standard home hemodialysis treatment on (B)(6) 2018. Additional information received from the home therapy nurse (htn) on 30 jan 2018 estimated the blood loss at ~475 ml and found that the blood had leaked from an unclamped heparin line on the cartridge. The htn stated that the patient had no symptoms related to the event, but that his hemoglobin had dropped to 86 g/dl. He received one unit of packed red blood cells without issue or sequelae.